Event description:
According to the reporter, few weeks after a laparoscopic procedure, there was an infection and medications were prescribed. A medical intervention was needed. There was a temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.